Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg site. It was also reported the patient lost a significant amount of weight since the implant. In addition, the patient experienced difficulty charging the ipg due to the device was tilted at an angle. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model.

Event description:
Follow-up information revealed the patient's issue was resolved with surgical intervention.